Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, the pt reported she began using her insulin infusion device at 4pm today and her blood glucose was 134 mg/dl. She stated that 30-45 minutes later her blood glucose elevated to 350 mg/dl and her reading currently is 515 mg/dl. Symptoms are increased thirst and urination. She stated she treated her readings by bolusing insulin through her infusion device. The pt confirmed the basal rates and bolus history on her device are accurate. She inserts her infusion headset with an insertion device. Her current headset is in her abdomen. She said she has scar tissue in the front of her abdomen but not where her headset is located. She stated she sees an air bubble in the top of her cartridge that is "fairly large." She primed until she removed the air bubble and insulin flowed from the tubing. The proper cartridge change process was reviewed with the pt. The pt successfully delivered a correction bolus of 5 units of insulin at the end of the report. She was advised to monitor her blood glucose. On follow up with the pt the next day, she stated "I'm doing great." She said her blood glucose upon awaking was 180 mg/dl and it then later dropped to 53 mg/dl about 1 hour ago. She corrected her reading by eating a donut and drinking a soda. She said she thinks the low reading was due to her ongoing corrections for her elevated readings. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.